Event description:
Complainant alleged that during biomed testing, the device displayed an unknown "self check failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "compressor fault- 2001", "internal comm failure- 1471", "internal comm failure- 1473", "internal comm failure- 1475", and "internal comm fault- 3470" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the customer's reports were observed during review of the device forensic memory log. However, the device was put through extensive testing without duplicating the reports. The device is designated to be refurbished and will not be returning to the customer. Analysis of reports of this type has not identified an increase in trend.